Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported behavior was caused due to a hard drive malfunction. The device's hard drive was replaced, and station data synchronized to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system froze during a labor and delivery procedure, preventing user access to entire labor kit. Customer stated that there was patient care issue due to the delay of accessing the labor kit and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system froze during a labor and delivery procedure, preventing user access to entire labor kit. Customer stated that there was patient care issue due to the delay of accessing the labor kit and no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 06-apr-2022 to 05- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the reported issue was caused due to a hard drive malfunction. The field service engineer replaced the hard drive and synchronized the system data to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device